Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the low alarm does not work in the same way that the high alarm does. No additional patient or event information is available.